Manufacturer narrative:
The customer¿s report of leakage was confirmed. Pressure testing confirmed the customer¿s experience as fluid was observed leaking from the silicone segment at the shoulder of the upper pumping segment component. Visual inspection noted a small pin hole to the silicone tubing at this location. The root cause for the pin prick in the silicone tubing was not determined.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The report suggests that 20 minutes into an IV phenergan infusion, the user noticed fluid at the bottom of the pump. On closer inspection, they identified a leak from a pin prick hole near the upper silicone segment joint. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.